Manufacturer narrative:
(B)(4).

Event description:
Information was received from the health care provider (hcp) via a clinical study, regarding a (B)(6) female patient receiving intrathecal clonidine 400mcg/ml at 159.90mcg/day and bupivacaine 30mg/ml at 11.992mg/day via an implantable infusion pump. The indication for use of the device was for malignant pain. The concomitant medications and patient history were not reported. On (B)(6) 2015, the patient reported pain at pump site greater than two weeks following implant, and she felt that the pump had shifted. Pump migration was not confirmed. It was reported as related to the device or therapy and pump pocket. No action was taken. This event was resolved without sequelae (B)(6) 2015. Additional information specified that on (B)(6) 2015, the pain at the pump site was secondary to pump migration. The patient also reported that there was difficulty activating the personal therapy manager (ptm) secondary to pump migration. It was reported as related to the pump. No action was taken. The patient denied pain at the pump site or difficulty activating the ptm on (B)(6) 2015. No intervention was required. This event was resolved without sequelae (B)(6) 2015. Additional information was received that reported that on (B)(6) 2015, examination revealed the diagnosis of pump inversion. The cause for the pump migration/inversion remained unknown at the time of this event. Follow-up was being conducted to obtain the missing information; if additional information is received this report will be updated.

Event description:
The pump was examined on (B)(6) 2016 at 17:59. The last change was on (B)(6) 2016 at 17:46. The drugs in the pump were 30.0 mg/ml bupivacaine at 7.989 mg/day, 400.0 mcg/ml clonidine at 106.52 mcg/day, and 10.0 mcg/ml prialt at 2.663 mcg/day. Bupivacaine had a patient activated dose of 0.499 mg, a total maximum dose of 10.884 mg/day, and the increase in the daily dose was 36% at 2.895 mg. Clonidine had a patient activated dose of 6.66 mcg, a total maximum dose of 145.12 mcg/day, and the increase in the daily dose was 36% at 38.60 mcg. Prialt had a patient activated dose of 0.166 mcg, a total maximum dose of 3.628 mcg/day, and the increase in the daily dose was 36% at 0.965 mcg. The patient activated duration was 3 minutes, the lockout interval was 10 minutes, the dose restriction interval was one per hour, and the maximum activations per day was 6. The pump was then updated on (B)(6) 2016 at 18:00 with no changes.

Event description:
Additional information received reported the outcome resolved without sequelae (B)(6) 2016.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the health care provider (hcp) via a clinical study reported that on (B)(6) 2016, the patient still had difficulty/unable activating the personal therapy manager (ptm). The patient was concerned that her pump was empty, but the patient's alarm date was not until (B)(6) 2016. The intervention included medical or non-surgical therapy, as they advised patient not to activate ptm until the pump was refilled. This resulted in an unscheduled clinic or office visit, and was noted as resolved without sequelae on (B)(6) 2016. As of (B)(6) 2016, the clonidine dose was at 86.67mcg/day, and bupivacaine dose was at 6.500mg/day, and the device system also contained prialt (7.5mcg/ml at 1.6251mcg/day). On (B)(6) 2016, the clonidine dose was changed to 105.35mcg/day, and bupivacaine dose was at 7.901mg/day, and prialt at 1.97752mcg/day. On (B)(6) 2016, the patient reported pain at the pump site. The patient had previously reported feeling that the pump was moving/loose within the pocket. On (B)(6) 2016, the dose was c hanged to clonidine dose was at 100.09mcg/day, and bupivacaine dose was at 7.507mg/day, and prialt 10mg/ml at 2.502mcg/day. On (B)(6) 2016, the patient was having difficulty activating the ptm secondary to the pump being loose in the pocket causing her difficultly to connect to the device. The intervention included that the pump was repositioned from the lower left quadrant (llq) to the lower back (lb) on (B)(6) 2016. The outcome was updated to resolved without sequelae on (B)(6) 2016.

Event description:
Additional information received from the health care provider (hcp) via a clinical study reported that the cause for the pump migration was not determined.

Event description:
Additional information received from a healthcare provider (hcp) via a clinical study indicated the patient had pain at the pump site two weeks following revision surgery. On (B)(6) 2016 the patient noted burning pain radiating from her back to the pump site. The patient was concerned her pump had migrated. The outcome was noted as resolved without sequelae on (B)(6) 2016..